Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency department with syncope. The ra lead was dislodged and showed intermittent capture at high capture thresholds. This ra lead remains in service. The patient is pacing dependent. No additional adverse patient effects were reported.